Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Re-implantation is planned in june/july 2024.

Event description:
The mother of the recipient reported that her daughter was not hearing /s/ and /sh/ sounds with the right side device. Re-implantation is planned for (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother of the recipient reported that her daughter was not hearing /s/ and /sh/ sounds with the right side device. Further technical checks and medical intervention is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging and during explantation surgery. This is a final report.

Event description:
The mother of the recipient reported that her daughter was not hearing /s/ and /sh/ sounds with the right-side device. The recipient has been re-implanted.